Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 (scope communication error) occurs and no image is displayed. Based on the results of the investigation, it is likely that the reported event of faulty electrical connection (device not detected by the processor) and e227(scope communication error), no image occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope has a faulty electrical connection; not detected by the processor. The issue was found during set up / inspection for use. There was no patient involvement reported.